Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# l64339, implanted: (B)(6) 1999, product type: catheter. Product ID: 8575, lot# j0326498r, implanted: (B)(6) 2003, product type: accessory. (B)(4).

Event description:
It was reported that the alarm was going off periodically, as the patient thought they heard it on (B)(6) 2015. On (B)(6) 2015, the patient also started to feel crappy, and it was noted that everything seemed like withdrawal symptoms. Over the weekend, the patient started to pay more attention and reports that the alarm was sounding every hour. The alarm was a single beep alarm. The patient also felt worse over the weekend. The patient is due for a refill on (B)(6) 2015, and wondered if someone miscalculated the alarm date. The patient's health care provider (hcp) was out of town until next week. The patient wanted to know if the pump was still delivering at the programmed rate. The hcp was contacted, and also believed that the alarm date was (B)(6) 2015. The manufacture representative interrogated the device on the hcp's behalf, and noted that the patient had missed a refill on (B)(6) 2015, and had an empty pump. The patient symptoms were increased "movement" associated with dystonia and general malaise. The pump was refilled and reprogrammed, and the patient was doing well. The drug that was used via the device system was unknown baclofen.